Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dust has accumulated on the scope sensor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since accumulation of dust on the scope sensor has been recognized, we presume that the phenomenon ¿the front panel blinks¿ occurred due to accumulation of dust on the scope sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a front panel is blinking when switch on the light source. The issue occurred during inspection for use. There were no reports of patient involvement.